Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the internal handle came apart. The complainant indicated that there was no pt involvement in the reported malfunction.